Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar canal stenosis it was reported that during surgery, a retractor could not be fixed although a lever of rigid-flexible arm was tightened. The handle on the lower arm could not be fully tightened. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.